Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device issue was reported. It was reported via trial that the index procedure was in 2009 to treat two lesions, one in the intermediate and another in the distal lad. During deployment of the xience v stent in the intermediate vessel, a proximal dissection occurred, which required treatment with another xience v stent. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation: dissection, as listed in the IFU and risk assessment matrix, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by lesion characteristics, procedural technique, and product size selection. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. The lesion was not pre-dilated. The IFU states: pre-dilate the lesion with a ptca catheter. A conclusive cause for the pt effect and the relationship to the product cannot be determined.